Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an ar40m 1.5 diopter intraocular lens (iol) was implanted in the patient's right eye on (B)(6) 2018. It was later explanted on (B)(6) 2019 due to the patient having a myopic outcome. There was no incision enlargement and no complications reported. The replacement lens was the same model, but different diopter of 0.5. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 02/14/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed at 10x microscope magnification: the lens was received cut in two pieces most likely due to explant and adhered one piece to each other. The complaint cannot be verified since it is a patient condition event and cannot be replicated. The replacement of lens was the same model, but different diopter of 0.5. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.